Manufacturer narrative:
The pad-pak was first installed successfully in april 2010 and successful self-tests up to the 6th june 2010. The device failed a self-test due to a low battery on the 24th november 2013 and remained in fault mode until the 27th november 2013 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) 2010 and the last log entry on the (B)(6) 2015. Voltage fluctuations were observed during this time which resulted in self-test fails. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. The self-test fails may be due to the pad-pak not being inserted correctly into the device, a partially depleted pad-pak was inserted or intermittent failure of the battery pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.